Manufacturer narrative:
Investigation summary manufacturer received the pump that was reported in need of repair. Visual inspection found a damaged battery compartment, and slit dso seal. Pump was tested for flow accuracy and failed. Event history log examination found higher number of "high alarm displayed: downstream occlusion" reports, which point to a faulty dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Repair summary: battery compartment, dso seal, and expulsor (trim).

Event description:
It was reported that the device is for repair. The issue "cracked occlusion seal and broken battery compartment" was observed during the preventive maintenance. There was no patient involvement and no patient harm/adverse event reported.